Manufacturer narrative:
H4: the lot was manufactured on november 16, 2022 to november 17, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors underinfused; there was high residual volumes in the devices. This was observed during patient use. The devices did not deliver the full volume of medication within the 24 hour period. The devices were filled with 18g piperacillin/tazobactam and citrate buffer in 230ml sodium chloride 0.9%. Alternate treatment was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.